Manufacturer narrative:
The device was returned as part of the asset return process. The device displayed half image, intermittent image due to bad charged coupled device. Additionally, the device failed the leak test from the cable unit and the serial plate was faded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The otv-s7h-1d-l08e camera head was returned as part of the asset return process. During routine inspection of the device by olympus, the device displayed half image, intermittent image. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, images are likely to have been displayed intermittently due to a charge-coupled device (ccd) failure. It is likely that charge-coupled device (ccd) failed due to water intrusion inside the product due to poor water tightness. The cause of the flooding could not be determined because there was no damage to the appearance of the cable. Olympus will continue to monitor field performance for this device.